Event description:
The surgeon reported to the sales rep that in a spinal surgery a mantis screw broke, a mantis blade broke and the hex end of the mantis rod snapped. The sales rep reported that whilst advancing the screw the surgeon used another instrument other than the screw driver to do one last turn by placing the long instrument in between the two blades. The sales rep reported that this caused excessive force to the blade snapping the tip of the blade and the tip of the screw/ blade interface. The sales rep reported that the hex end of the rod broke later on in the case while rotating it within the patient. The sales rep reported that all the broken pieces were easily removed. There was a slight surgical delay while the broken screw was removed. The sales rep reported that the broken rod was left in the patient as the surgeon confirmed that it would be ok. It was reported that in the surgeon¿s opinion no further action will be required at present.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: the reported device was left implanted and wasn¿t returned to for analysis. Therefore a review of the device history was not possible and the reported lot number provided was inaccurate because there is no manufacturing record for mantis rods with lot number. Additionally the device inspection was not possible because the device for analysis because the device is still implanted. Mantis rods provide a rigid connection for stabilization between multiple levels of the spinal implant device. Mantis systems provide posterior, noncervical pedicle and non-pedicle fixation of the spine to provide immobilization and stabilization of spinal segments in skeletally mature patients. Previous investigations document the application of cantilever forces during rod insertion as a potential cause of the rod breakages. Be that as it may the actual device was not returned for this investigation a similar conclusion cannot be drawn. Conclusion: the mantis long construct hex straight rod breakage at the hex tip was confirmed based on the sales rep's report of the event. The failure was reported to have occurred while rotating the rod subcutaneously during placement/positioning of the rod. The rod did not cause any surgical delay or other adverse consequences at the time of the event; however, the broken rod remains implanted (at the discretion of the surgeon). The rod was not returned for analysis because it remains implanted. The lot# was misreported and does not correspond to a valid lot for any mantis rod. A review of the manufacturing records was not possible. The cause of the breakage is unknown, previous investigations have indicated that the application of cantilever forces during rod placement is a potential cause of the reported breakages. Yet the actual device was not returned and the exact cause of the detachment was not determined and a potential root cause cannot be proposed.

Event description:
The surgeon reported to the sales rep that in a spinal surgery, a mantis screw broke, a mantis blade broke and the hex end of the mantis rod snapped. The sales rep reported that whilst advancing the screw the surgeon used another instrument other than the screw driver to do one last turn by placing the long instrument in between the two blades. The sales rep reported that this caused excessive force to the blade snapping the tip of the blade and the tip of the screw/ blade interface. The sales rep reported that the hex end of the rod broke later on in the case while rotating it within the patient. The sales rep reported that all the broken pieces were easily removed. There was a slight surgical delay while the broken screw was removed. The sales rep reported that the broken rod was left in the patient as the surgeon confirmed that it would be ok. It was reported that in the surgeon&#38112;opinion no further action will be required at present.